Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had fiber optic malfunction. No patient harm or injury reported.

Manufacturer narrative:
Updated fields b4, b5, b6, b7 , d5, d10, d9, e1 (initial reporter name, event site email, event site telephone), e2, e3, e4, g1 (contact person ¿ mfg site), g2, g3, g6, h2, h3, h6 (type of investigation , investigation findings, component codes, health effects - health impact, investigation conclusions ) corrected filed: h6 (medical device ¿ problem code). A getinge field service engineer (fse) found that the cardiosave intra-aortic balloon pump (iabp) fiber optic lamp needs replacement. No patient involvement and no harm reported. Fse replaced fiber optic sensor lamp assembly and cleaned ferrules as per service instructions. Tested lamp output, all ok. Visual and functional check, passed. Reassembled device and ran all manifolds, all ok. Device returned to clinical service.

Event description:
It was reported by getinge field service engineer during preventive maintenance that cardiosave intra-aortic balloon pump (iabp) required fiber optic lamp replacement, no patient was involved.